Event description:
This reported is to advise of a failure observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. Insulation degradation was found at 4.6 cm from the connector pin.